Event description:
The hosp perfusionist called to report an issue that occurred during a procedure that morning. The mps console was successfully primed and prepared for the procedure. It was reported that about one minute after the induction dose started, the mps console alarmed that the arrest pump was occluded. The perfusionist reported that attempts to resolve the alarm were not successful. He reported that following a delay of approx 5 minutes the cross-clamp was removed. It was reported that the procedure was successfully completed with no pt complications. The perfusionist and biomedical engineer reported their initial eval of the affected disposable verified a blockage from the arrest agent port to the heat exchanger. They reported testing another disposable delivery set with the console with no issues found. The disposable delivery set used in the procedure (lot unk) was returned to the MFR for analysis.

Manufacturer narrative:
(B)(4). Quest medical, inc has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Quest medical, inc defers to the pt's physician regarding medical history.